Manufacturer narrative:
When this device is received and analyzed, a supplemental report will be provided.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. This device was explanted and is expected to be returned to boston scientific for analysis. Other than undergoing the replacement procedure, the patient experienced no additional adverse effects.

Manufacturer narrative:
Supplemental: the returned pacemaker was analyzed. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal. Initial: when this device is received and analyzed, a supplemental report will be provided.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. This device was explanted and returned to boston scientific for analysis. Other than undergoing the explant procedure, the patient experienced no additional adverse effects.